Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an abrupt increase in rv pacing impedance measurement starting january of this year. Additional information shows the spikes in impedance measurement is within range. Technical services (ts) was consulted and advised there was no noise observed and provided troubleshooting with the lead. At this time, the lead and device remain in service and no adverse effects were reported. Subsequently, additional information was received indicating that there were variable ventricular pacing impedance values noted with some being greater than 3,000 ohms. Additionally, lead noise was reproduced by arm movements. Chest x-ray was recommended to find the root cause. At this time, the lead and device remain in service, and no adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an abrupt increase in rv pacing impedance measurement starting january of this year. Additional information shows the spikes in impedance measurement is within range. Technical services (ts) was consulted and advised there was no noise observed and provided troubleshooting with the lead. At this time, the lead and device remain in service and no adverse effects were reported. Subsequently, additional information was received indicating that there were variable ventricular pacing impedance values noted with some being greater than 3,000 ohms. Additionally, lead noise was reproduced by arm movements. Chest x-ray was recommended to find the root cause. At this time, the lead and device remain in service, and no adverse effects were reported.